Event description:
During a service call, the philips field service engineer (fse) discovered the logfiles from the customer site contained an error showing a stuck CT control box button. The fse confirmed that was no report from the customer of uncommanded table motion. There was no harm to a patient or operator as result of this reported event.

Manufacturer narrative:
(B)(4): we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).